Event description:
It was reported that patient was having an unwanted chest stimulation due to spinal cord stimulator lead migration. The patient underwent a spinal cord stimulator explant procedure where in all devices were removed and the explanted device will not be return as it was disposed at the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5109127. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 356892.